Event description:
As reported, a patient underwent an initial total shoulder arthroplasty. It was discovered at the first follow up visit that there was a broken drill bit still inside the shoulder. It is unclear when exactly this happened, but the doctor recalls potentially thinking that the drill bit was not working correctly. It has been thought that the gps vix bit drill sleeve concealed the broken drill and was not disconnected from the tri-diver until after the case when it had been sent down to sterile processing. The patient has not experienced any adverse events but may need to undergo another operation to remove the broken piece. An x-ray will be taken in the coming weeks to confirm that the piece has not migrated. If it has not, then no further procedure will be scheduled at this time as the patient is having no symptoms regarding the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.